Event description:
It was reported by a neurologist that a vns pt had an increase in seizures. The treating neurologist attributed the increase in seizure to battery depletion since he could not communicate with vns device. The vns pt was referred for battery replacement and the MFR received the explanted product. Product analysis (pa), however, did not duplicate the allegation of end of svc (eos) and battery depletion. The failure to program was duplicated in the pa lab at two orientations. This is addressed in the MFR's physicians manual by instructing the user to reposition the wand and it is not considered a device malfunction. A comprehensive automated electrical eval showed that the pulse generator performed according to functional specifications. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pt is reportedly doing well since generator replacement.